Event description:
The rptr stated that she had two catheters from the same lot with holes in them. The catheters were used on the pts before the holes were noted. No pt injuries but new catheters had to be inserted.